Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 during review of the patient¿s programming history it was observed that a faulted system diagnostics test occurred on (B)(6) 2011 that changed the patient¿s settings to output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec. No final interrogation was performed and it wasn¿t until the patient¿s next visit on october 19, 2011 that the settings were noticed. No adverse events were reported to have occurred due to this settings change.